Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The catheter's balloon broke longitudinally inserted into the patient. Additional information: both devices failed on the same patient. The defect was noticed as the catheter slipped out and the balloon was deflated. The catheter was a transurethral insertion and the balloon was inflated with 15ml. The catheters were in for seconds. The balloon deflated not burst and no parts remained in the patient.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this investigation, any investigation on the physical sample was not able to be conducted. Simu lation test has been carried out based on representative samples from production, there were no abnormalities found. Therefore, this complaint could not be confirmed.

Event description:
The catheter's balloon broke longitudinally inserted into the patient. Additional information: both devices failed on the same patient. The defect was noticed as the catheter slipped out and the balloon was deflated. The catheter was a transurethral insertion and the balloon was inflated with 15ml. The catheters were in for seconds. The balloon deflated not burst and no parts remained in the patient.